Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient indicated that there was no apparent event that led to the event. The ins stopped communicating with the controller. The patient had an intrathecal pump implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s stimulator stopped working in 2019 several months before she got the pump on (B)(6) 2019. The patient stated that it would not connect or charge, so she stopped charging it. It was noted that the patient restarted it several times, but it got to a point that it would not charge, and she stopped trying. The patient was now using a pain pump and continued working with their doctor. There were no further complications reported or anticipated.